Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer complained of discrepant results for 1 patient tested for troponin t hs stat on a cobas e 411 immunoassay analyzer and a cobas 6000 e 601 module. The customer tested a heparin sample and 2 serum samples from the patient. The troponin t hs stat results were high on the e601 module and low on the e411 analyzer. The customer is not sure which results are correct. It is not clear if results were reported outside of the laboratory. This information has been requested. There was no allegation that an adverse event occurred. The e411 analyzer serial number was (B)(4). The e601 module serial number was not provided.

Manufacturer narrative:
Samples from the patient were submitted for investigation and tested with troponin t hs stat reagent lot 267654 on a cobas e411 analyzer used at the investigation site. The customer's troponin t hs stat results from their e411 analyzer were reproduced on the e411 analyzer used at the investigation site: the heparin sample result was 18.20 pg/ml, serum sample #1 result was 17.61 pg/ml, serum sample #2 result was 17.22 pg/ml. Investigations are ongoing.

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is documented in product labeling.